Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid 14mg/ml at 6.6mg/day and bupivacaine 35mg/ml at 16.5mg/day via an implanted pump. Indication for use was noted as spinal pain. Within 24-48 hours of a refill on (B)(6) 2016, the patient reported leg numbness and weakness in extremities, upper and lower) and incontinence issues on (B)(6) 2016. The patient experienced symptoms of whole body numbness, sleepy, headache, heavy breathing, numbness in the upper chest, unable to walk due to numbness, drowsy and pain. The patient felt like they were on a high dose of bupivacaine. The patient went the hospital last night ((B)(6) 2016) and the emergency room (ER) physician asked the manufacturer representative to read the pump the morning of (B)(6) 2016 because they were ordering an MRI. It was reported that the symptoms were better on (B)(6) 2016 but had still not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.